Event description:
Hcp reports patient presented in 2006, with symptoms of left sided leg weakness and lactation. In approx four months later, the patient now had diffuse pain which had started in left hand and spread to entire body. The symptoms improved with the stimulation off. A doppler study and head CT were performed with the results pending. The device system was interrogated and revealed no problems. The hcp recommended follow up with a neurologist, endocrinologist and pain management clinic for further testing with device. The hcp will follow up after consultation is completed.